Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a 35mm watchman flx laa closure device was implanted. At a routine one-year follow-up appointment, a thrombus was visualized via transesophageal echocardiogram (tee). The thrombus was on the shoulder of the watchman closure device and extended along the left atrium wall. The patient was restarted on eliquis and is scheduled for follow-up tee approximate three months later.